Event description:
Caller reported that the tandem mobi pump shut down unexpectedly and leds did not blink. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on resetting necessary pump settings and instructed them to upload pump logs for further investigation, and discussed ensuring connectivity to facilitate log uploads.